Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) results generated by the unicel® dxc 600i synchron® access® clinical systems.the na results were reported out of the lab and questioned by the physician.samples from the previous 24 hours were repeated on a different instrument and amended reports were issued for na. One patient was treated with intravenous solution based on an erroneous na result.

Manufacturer narrative:
Specimens are drawn in serum separator tubes. Prior to the event, the ise system was calibrated and na qc results were within the lab's established ranges.a field service engineer (fse) was dispatched: a) the fse performed a preventive maintenance (pm).a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.(b)(4